Event description:
Related manufacturer reference number: (B)(4). It was reported, a patient's right ventricular (rv) lead and atrial lead presented with low pacing impedance and high capture thresholds. Both lead were capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.